Event description:
Customer alleged that two acmi ureteroscopes were damaged after being processed in the sterrad nx at different times. The lens turned black and foggy. The plastic on the eyepiece bubbled and peeled off. The black fog will not wipe off. The customer stated that the scopes are pre-washed with an unmeasured amount of manuklenz, and are placed under running water for an unmeasured amount of time. There were no reports of physical complaints related to the damaged devices. The customer stated that they are no loner using the sterrad nx until they purchase a new warranty.

Manufacturer narrative:
Conclusion: this issue has been addressed with a customer letter related to correction & removal. Reference MDR 2084725-2008-00720.